Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose level between 250 mg/dl to 300 mg/dl. During troubleshooting with tandem's technical support, it was determined that there was an air bubble in the luer lock. The user primed the tubing, resumed insulin delivery, and would administer a manual injection to address bg level.